Event description:
It was reported that foreign matter was present. A 035/260/1 amplatz super stiff guidewire was selected for use. Prior to the peel pouch being opened, there was something like dust in the packaging. The procedure was completed with a different device. No patient complications were reported. It was further reported that foreign matter was present inside the sterile pouch. The inner pouch of the device was intact.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that foreign matter was present. A 035/260/1 amplatz super stiff guidewire was selected for use. Prior to the peel pouch being opened, there was something like dust in the packaging. The procedure was completed with a different device. No patient complications were reported. It was further reported that foreign matter was present inside the sterile pouch. The inner pouch of the device was intact.

Manufacturer narrative:
Device evaluation by MFR: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned pouch matches with upn/product family provided by the customer. One original pouch was returned for analysis. The pouch was closed and no open section was identified, however, a foreign matter was observed inside the package. There are no visual defects, contamination or damages observed on the pouch. The customer provided a picture of the original unopened pouch of the related device. In the picture a foreign matter can be seen inside the sealed pouch. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that foreign matter was present. A 035/260/1 amplatz super stiff guidewire was selected for use. Prior to the peel pouch being opened, there was something like dust in the packaging. The procedure was completed with a different device. No patient complications were reported.